Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after the device delivered shocks for ventricular fibrillation (vf). The patient coded and chest compressions were started. A remote transmission showed that the r waves on the right ventricular (rv) lead had been decreasing over the past few days and t-wave oversensing (twos) was also noted. In addition, a lead integrity alert (lia) triggered due to high rate non-sustained episodes and sensing integrity counter (sic); however, it was suspected that the vf episode coupled with the chest compressions were creating may oversensed episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.